Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump. It was reported that the patient stated the handset was stuck at 90% while trying to connect to the pump. Agent walked the patient thru how to clear data. When asked when this issue start patient stated they did not have this issue until today and stated prior it would take maybe 5 mins to connect. Agent reviewed considerations and advised patient to call back to clear data as needed.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.